Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between mar. 24, 2022 and aug. 18, 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to the patient unable to adapt to vision/visual disturbance noted. It was replaced with sofport lens. The patient has recovered. No further information is available.

Manufacturer narrative:
Section d9. Device available for evaluation?: yes. Returned to manufacturer on: oct. 7, 2022. Section h3. Device evaluated manufacturer?: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿hm-visual disturbance¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.